Manufacturer narrative:
The travel charger is an accessory to the sonicare toothbrush. The serial number of the travel charger was not provided. Device manufacturing date not available due to the travel charger not being returned.

Event description:
Consumer called stating that their sonicare diamondclean usb travel case/charger caught on fire while charging their toothbrush. No injury reported.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.